Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation. It was reported that the patient no longer had their device. They stated it was removed because they lost weight and it was really hurting them. They stated it was put back in again but it did not work. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that their reason for calling was because they no longer had the device implanted because having it was painful. They didn't know if the entire system was removed or if they still had a lead. The patient did not know when this began as it had been more than 2 years prior. They reported that it was always very painful, so they had a second operation and it still hurt a lot. They noted they had lost weight as well, which may have contributed to the pain. The patient indicated that this issue had to do with both implants. No further complications were reported or anticipated.